Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not charging and powering on with button press or test strip insertion and as a result. Customer was unable to obtain readings and reported having to be seen at the hospital where unspecified treatment was rendered. No further treatment was reported and customer declined to further troubleshoot. There was no report of death or permanent impairment associated with this event.